Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2,-11.0/1.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient is reported to be experiencing "double vision that can be seen up and down in the dark places". The symptoms do not occur in bright places. The surgeon reported that the "patient has normal iop, normal vault, normal ocular body and no complications." The reporter stated " the doctor does not intend to point out any product defects."